Event description:
It was reported that the ilet pump experienced persistent intermittent communication failures when attempting to pair with a dexcom g7 continuous glucose monitor (cgm) sensor, with repeated pairing failed alerts despite firmware and app updates, bluetooth checks, app reboots, and confirmation that only the dexcom app was connected; the user planned to start a new sensor and would enter glucose values manually until resolved. The user experienced a glucose peak of 212mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or lasting impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices consistent with intermittent communication failure, with involvement of electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.